Manufacturer narrative:
(B)(4). The device was returned with the tissue pad damaged, melted and 100% present and was returned with the clamp arm detached from the inner tube, but firmly fixed to the outer tube at the clamp arm weld. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. Due to the device returned condition not all functional testing could be performed with the generator. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. Possible causes of the clamp arm detachment are not closing the clamp when sliding the torque wrench on and off; not closing the clamp when introducing or removing through the trocar; or possible entanglement in fibrous tissue. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information was requested and the following was obtained: did the tissue pad melt? Yes. Did any of the tissue pad detach from the clamp arm and fall off? (Not melted away, but a piece broke off?) It melted and detached from the clamp. Is the tissue pad completely missing from the clamp arm? Yes. Does the surgeon activate the device with the jaws closed, with no tissue between the jaws? No, he was dissecting the omentum.

Event description:
It was reported that during a colic resection procedure, after ten minutes from the beginning, the pad detached from the device. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.